Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false positive result with the binaxnow¿ covid-19 antigen self test performed (B)(6) 2021 on an unknown sample. The consumer states that their 6 year old son tested positive on the binaxnow¿ covid-19 antigen self test for his school twice. The consumer reported that pcr confirmation testing was performed twice and both came back negative. No additional patient information, including treatment and outcome, was provided.